Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) and after approximately 39 months of service. It was reported that the device declared eri due to an extend charge time of 23.9 seconds. To date, there have been no reported patient symptoms associated with this clinical observation.